Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure while tunneling the lead extension with the tunneling tool the surgeon perforated the skin. The skin puncture was sutured, and the procedure was completed. The patient was doing well post-operatively. The tunneling tool was discarded by the facility and not returned for analysis.